Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (b)(64), implanted: (B)(6) 2015, product type: catheter. Product ID neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (4.996mg/day) and morphine (1.2491mg/day) at unknown concentrations via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient's pump was alarming or beeping. The patient was hearing a dual alarm that was going off every 20 minutes. The patient had missed a scheduled refill appointment. The patient noted they were supposed to get a refill by (B)(6) 2015 and thought he had another week to go and started hearing alarming on the morning of the date of this report. The patient was not having any symptoms. The patient was worried about the pump because it was alarming and noted it was the first time he had ever experienced anything like this. The patient had oral medications. The patient's personal therapy manager (ptm) indicated a low reservoir alarm occurred on (B)(6) 2015 at 9:07 and an empty reservoir alarm occurred on (B)(6) 2015 at 3:47. The patient did not have a hcp where he was right now and originally was working with an office and heard from them on (B)(6) 2015 that they couldn't take him. The patient was working on trying to find another hcp. The patient was in a motorhome in (B)(6) and hadn't secured a place to live and used to live in (B)(6). The patient had reached out to his hcp in (B)(6) to get records faxed and additional information but hadn't been able to talk with them yet. Follow-up was being conducted to obtain the steps taken to resolve the empty pump and if the empty pump had been resolved. If additional information is received, a follow-up report will be sent.